Manufacturer narrative:
Correction: e2 was inadvertently selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to/clogged the air/water channel and air/water cylinder, but it was not possible to identify the foreign matter. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual tjf-q190v operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope¿s air/water (a/w) tube and a/w cylinder had white foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned for routine maintenance. In addition to the reportable malfunction of white foreign material in a/w tube and a/w cylinder, the evaluation found the following non-reportable malfunction(s): scratches on grip, connecting tube, and switch box; due to fray of k-wire, forceps skip or sway on the upper half of the endoscopic image; due to clogging of nozzle, water removal ability does not meet the standard value; due to clogging of nozzle, water supply volume does not meet the standard value; due to wear of angle wire, the play of u/d knob is out of the standard value; lg lens had a crack; bending tube is deformed; adhesive on a-rubber has a crack; adhesive around objective lens has wear; there is corrosion around l-arm. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility